Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced very blurry vision. The iol was exchanged in a secondary procedure 1 month following the initial procedure. Under corrected astigmatism was the clinical reason for explant. Additional information has been requested and provided that there was no harm and no hospitalization.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).